Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 23-mar-2021. Upon evaluation of the device, the unit passed all operational testing with no noted issues that could have caused or contributed to the original failure. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Following service, the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.